Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported unsure cannula properly inserted and bent cannula. Cloud - locked down/smartphone. Lockdown cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod. After removing the pod, it was found that the needle didn't go into the infusion site (arm), the cannula was bent and the insulin was leaking. There were no reported time duration of the pod use.